Event description:
The facility reports the patient was on the changing bed, which was attached to the hoist mechanism lifted off its wheel base, and lowered into the pool. After immersion into the pool it was noticed that the patient could not float off into the pool. The patient's finger was trapped in the section of the changing bed that connects to the hoist. The hoist was immediately raised and reconnected to the wheel-base and the patient's finger was released. The patient was examined by the school nurse who summoned an ambulance. The patient suffered a badly crushed finger and the finger nail had pulled away from the nail base. This was reattached at the hospital.